Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (two grams every five days, route and duration not reported), injection of fortum (one gram once per day, route and duration not reported) and injection of heparin (dose, route, frequency and duration not reported). The patient remained under treatment. During the follow up, the patient was reported to have recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.